Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware post aquablation treatment, and during hemostasis, a prostate capsule perforation was observed (per manufacturer's instructions for use, prostate capsule perforation is a perioperative risk of the aquablation procedure). An x-ray was performed on the patient, and it was determined that no additional surgery was required. In response to the prostate capsule perforation, the surgeon left a foley balloon catheter in place longer to allow for healing of the perforation. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation a root cause for the reported event could not be determined. A review of the event log files was not conducted as these were not available. Prostate capsular perforation is a potential risk of the aquablation procedure. Based on the information received, plus the review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.